Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had a loss of coverage for foot and lower extremity pain. The patient reported jolting with the scs device. The patient has a history of falls. The impedances were checked and were found to be within normal limits. An x-ray was performed to check the lead placement and as compared to implant, the lead may have moved 1-2 contacts lower. The patient was reprogrammed. The coverage was recaptured for the lower extremities. The rep had to reorient the device as the device was not registering positions correctly and then the adaptive stimulation was reprogrammed. The patient was satisfied and the issue was resolved. No further complications were reported or anticipated.